Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. No patient x-rays were made available. Limited patient demographics were provided that indicate the patient is a (B)(6) female. It was indicated in the initial reporting that the patient was implanted with a depuy femoral head, femoral sleeve, and femoral stem. The depuy devices were used in conjunction with a competitors acetabular system. This use of depuy devices is not recommended and is considered off label use. A search of the complaints databases and/or a review of device history records was not possible as the necessary product/lot code combinations were not provided. The investigation can draw no conclusions with the information provided, however the root cause is attributed to off label use. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Hip revision secondary to osteolysis and thigh pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.